Event description:
It was reported the unit did not alarm or show patient in defib. The customer claimed the patient in bed (B)(6). Had ventricular tachycardia (vtac) at 10:03 (B)(6) but there was no alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) remote accessed into the picix to review the clinical audit trail. There was no ventricular fibrillation (v-fib) alarm noted until 1007 hrs, (B)(6) 2024. The philips technical consultant (tc), who went onsite, noted that the nurse was with the patient in the room at 10:03 (B)(6), in the intensive care unit (ICU) at greater niagara general hospital, when they noticed patient's heartbeat was abnormal and began ventricular tachycardia (vtach). The tc believes the nurse witnessed vtach start to happen. The vtach started at 10:03:50 and the nurse paused the alarm at 10:04 before the monitor had a chance to trigger vtach (dual parameter alarm). The philips tc put the monitor on a simulator and confirmed vtach and vfib alarmed. They were latched red alarms. The tc identified the unit working to specification. Philips requested the logs to be further evaluated by an internal philips product support engineer (pse). According to the pse, the alarm resumed at 10:07:06 and then the vtach alarm appeared at 10:07:08. The philips pse did not see any issues in the ix application, neither could he see anything in the error logs of the piicix; however, he indicated it was plausible the vtach started to happen and then the nurse hit pause alarms before it actually had a chance to alarm. Based on the information provided in the case by the philips rse, the logs provided, and the philips tc, the customer's allegation could not be confirmed. We can only conclude the unit worked to specification. No further investigation or action is warranted at this time. Reporter phone (B)(6).